Manufacturer narrative:
Not returned to manufacturer.

Event description:
(B)(4)/ the manufacturer received information alleging that the on/off power switch of the irc1710 compressor nebulizer caught on fire. There was no reported injury or harm during this event. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when/if the device will return to the manufacturer for investigation.

Manufacturer narrative:
Philips internal reference no.: (B)(4). The manufacturer received the compressor for evaluation and confirmed thermal damage to the bottom part of the power switch which is internal and not accessible to the user. There was no thermal damage noted to the top part of the power switch, which is accessible to the user. On "I" and off "o" symbols are completely disappeared from the switch and this is likely due to contact with some chemicals that could have been used to clean the product or inadvertently dropped on the device and potentially led to ingress in the inner parts. IFU states "unplug unit before cleaning. Do not submerge in water to clean. Clean outer case with damp cloth". The power switch is not used in currently manufactured devices and (B)(4) is no longer in production from end of 2013. The compressor was manufactured in march, 2008. Based on available information, the manufacturer concludes no further action is necessary.